Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Current repair: product evaluation: product review of the skin graft mesher sn (B)(6) by dover on 20 may 2020 revealed that they couldn¿t attach the ratchet to the bottom roll so the pre-test could not be performed and the gear had visible wear. The gears and collars were replaced on the cutters and cutter 1:5 and 2:1 failed due to an incomplete cut. Product repair: repair of the device was performed by dover on 20 may 2020 which included replacement of the following: bottom roll and gear on device, collars and gears on cutters the device, serial number (B)(6), was then tested and functioned properly. Review of the device history records identified no deviations or anomalies during manufacturing. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Manufacturer narrative:
(B)(4). Once an investigation of this device is completed, a follow-up/final report will be submitted.

Event description:
It was reported that the device produced an incomplete mesh. There was no patient involvement as event occurred using cadaver skin, and there was no harm or delay in any surgical procedure. No adverse events were reported as a result of this malfunction.